Manufacturer narrative:
The reported devices were returned and the reported event was confirmed as fractured screw fragments were identified in the fractured implant. Based on the evaluation, the device malfunction did occur for both reported devices as a fractured screw was identified in the fractured implant. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed. The alleged device malfunction was confirmed. A root cause cannot be determined.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Weight unknown / not provided. Brand name unknown / not provided. Lot/serial # unknown / not provided. PMA/510(k) number unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that crown was loose, internal screw broke in implant at tooth # 29. Implant had to be removed. Procedure completed using another implant 4.7x8. Patient's condition at the time of event: good.